Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out of box, the oxygenator had a broken port. There was no patient involvement as this occurred out of box.

Manufacturer narrative:
Terumo has not received the actual device for evaluation, thus referenced evaluation method, results, and conclusions. Terumo plans on submitting a follow-up report once the device is received and evaluated. (B)(4).